Event description:
Draeger medical systems inc. Has received information from a customer who reported that, when transporting a patient using our delta monitor, it did not switch from the external to internal battery. No patient injury was reported.